Manufacturer narrative:
Follow up MDR for device evaluation/correction: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process and the amount of silicone found was within specification. Device evaluation: it was reported that excessive amounts of silicone were observed in the syringes. To support our investigation, two photos and eleven physical samples were provided to the quality team for evaluation. Upon visual inspection, silicone was observed within the syringes, lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. We reviewed the test results for the reported lots and all values were within the established specifications. The submitted samples were also tested and confirmed to meet these same requirements. A comprehensive device history record (DHR) review was completed for the reported lots. No deviations or non-conformances were identified during manufacturing . Additionally, our manufacturing process includes multiple visual and functional inspections throughout production. No issues related to this event were found during these inspections. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
It is reported excessive levels of silicone. Event description: when did the incident occur? Before use. Here is a complaint from our production department regarding your last two deliveries. We have noticed an excess of silicone in two batches of 30 ml luer lock syringes (301229). The two batches we have are 2411115 and 2505115.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.